Event description:
A patient's intrathecal catheter had fractured. The patient experienced an underdose with increased stiffness. The patient was seen in the ER over the weekend with the symptoms and was treated with oral medications. The drug used in the pump was baclofen; dose and concentration were unknown. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).